Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 215 mg/dl. The insulin pump also alarmed no delivery about a month prior to the phone call. The customer did not want to troubleshoot since it was a past event. The customer stated that the device was exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump passed displacement test, prime test and excessive no delivery test. No excessive no delivery alarm. Insulin pump received with minor scratches on display window. Insulin pump received with a cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.